Event description:
Customer complaint - limited data available. The customer noted that the device provided inaccurate readings. Different test strips yielded drastically different readings even though the same sample was used at the time.

Event description:
Customer complaint - limited data available "the readings are very different. For the same person and the same blood drawn, different strips are yielding drastic differences. 165, 103, 241 etc. The device is not averaging or not even close to accurate. Im not sure how to go forward with this."